Event description:
A health canada/medwatch report was received on 05/11/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. According to an email report, on or around on (B)(6) 2026, the cgm indicated a low glucose value (specific reading not provided). In response, the patient self-treated by consuming sweets. No symptoms were reported at that time; however, the patient sought evaluation at a hospital. At the hospital, a fingerstick blood glucose measurement reportedly indicated a value approximately 4.0 to 5.0 mmol/l higher than the cgm reading. Specific glucose values were not provided. No treatment was reported, and the duration of the hospital visit is unknown. Following the event, the patient replaced the sensor. At the time of reporting, the patient had recovered. Due diligence follow-up could not be performed, as the reporter could not be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 4 - 5 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Health canada file#: (B)(4). Diabetes mellitus is a known cause of hyperglycemia.